Event description:
The consumer stated that the unit has water in the tubes. The consumer stated the grandmother who uses the unit had to be hospitalized because of lack of o2. Undetermined if she was admitted due to concentrator oxygen level or medical condition.

Manufacturer narrative:
(B)(4). Should additional information become available for the patient a supplemental record will be filed.